Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, the device failed to deliver with in spec at the programmed rate of 40ml/hr. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. During baxter's functionality testing, the device experienced a flow rate failure during the 40ml/hr test. Add'l testing could not be performed at baxter due to the symptom being over looked during the service process and therefore the malfunction was unable to be reproduced. The device was tested and recalibrated to ensure proper flow detection.